Event description:
It was reported that there is a crack in the insulin pump. It was also reported that insulin pump has blank screen. Customer's blood glucose reading was 222 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip. The insulin pump was monitored and no black line was noted on the screen during testing.